Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from the balloon over the distal markerband. A visual and microscopic examination identified a longitudinal tear 1mm in length over the distal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The polymer shaft was also kinked at the port area. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal of right coronary artery (rca). A 10/2.50 flextome¿ cutting balloon¿ was selected for treatment. During procedure, after the device was delivered to the target lesion through a guidezilla, dilatation was performed. However, upon first inflation, it was noticed that the balloon ruptured and the pressure did not elevate. The procedure as completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal of right coronary artery (rca). A 10/2.50 flextome cutting balloon was selected for treatment. During procedure, after the device was delivered to the target lesion through a guidezilla, dilatation was performed. However, upon first inflation, it was noticed that the balloon ruptured and the pressure did not elevate. The procedure as completed with another of the same device. No patient complications were reported and the patient's status is good.